Event description:
Boston scientific received information that this product was part of a system revision due to infection. Antibiotics were administered, and this device remains implanted. There were no additional adverse effects reported. Hopital (B)(6). Dr.(B)(6) implant date (B)(6) 2010 event date (B)(6) 2011 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).